Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump user, new to the system and without prior training, attempted a setup and encountered an unresponsive screen or selection during the fill tubing step, after which the device later functioned following a battery depletion but was ultimately replaced; education materials were provided and the user was advised on shutdown and return procedures. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included device replacement and continued therapy with the replacement unit, with the original device to be returned. Investigation included review of device history and service records, user support interactions, and shipping and return logistics. Investigation of this case revealed a screen responsiveness or user interface malfunction during setup, consistent with a hardware or display/input component issue, without alarms or alerts recorded. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to screen responsiveness, with contributory user setup error due to lack of training.